Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement/ no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat a type of lesion in the proximal lad. The two vision stents were inspected prior to use. However, when the stents were deployed at the lesion site the lesion remained narrowed. Ivus and angiography were done to visualize the stents; however, they could not be visualized. Another company's third stent was implanted with good results. The physician insisted that the stents were not dislodged inside the patient's anatomy. He stated that the stents were inspected by the scrub nurse, but he did not carefully inspect the device himself prior to advancing them into the patient's anatomy. Therefore, the stent must have dislodged during preparation of the devices, after the inspection and prior to use. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the devices because they were not returned for evaluation. It was reported that the stents dislodged during preparation, sometime after the out of box inspection and prior to use in the vessel. The instructions for use (IFU) does caution about careful handling of the device during preparation and use, as the stents can dislodge. However, in this case, a conclusive root cause cannot be determined.